Manufacturer narrative:
Product complaint (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast mammoplasty procedure on (B)(6) 2019 and suture was used. The suture broke easily during use. The procedure was delayed 2 or 3 minutes. The procedure was completed successfully. There were no adverse patient consequences reported.